Manufacturer narrative:
(B)(4). Method: the complaint bases of the 10 iw934 cosycot infant warmers were not returned to fisher & paykel healthcare (fph) for investigation. Our analysis is based on the information gathered by an fph service technician during a hospital visit and results of previous investigations of similar complaints. Results: the fph service technician reported that only five infant warmers (serial numbers (B)(4)) were available for inspection. The five infant warmers were found to be veering to one side when pushed and the plastic bases were not bent, as initially reported by the hospital. The plastic bases of the five infant warmers were each replaced by an aluminium metal base after the veering issue was identified. The other five infant warmers (serial numbers (B)(4)) were not available for inspection. Without the complaint devices we were unable to determine the root cause of the reported problem. Conclusion: our previous investigations of similar complaints confirmed that the steering or veering issues on old plastic bases of infant warmers will occur if the vertical axis of one or more castors becomes misaligned. Components which affect the vertical misalignment are the parallel link arm and/or associated parts that control the parallel motion arrangements of the base legs. However, it is not possible to determine the root cause of the reported problem with the 10 infant warmers as the plastic bases were not returned to fph for further investigation.

Manufacturer narrative:
(B)(4). Serial number and device manufacture date: (B)(4) - 10/10/2007. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare's (fph) service engineer in our united states office that the bases of 10 (B)(4) cosycot infant warmers were leaning towards one side. No patient consequence was reported.